Event description:
It was reported that the patient was scheduled for implantable neurostimulator (ins) replacement for routine elective replacement in dicator (eri). Upon preop interrogation testing, impedance on the left showed out of range; 3 values in the 4,000 range. Factors that may have led to the issue were unknown. The healthcare professional (hcp) changed the ins and reran impedances with no changes; the same impedance issues were observed for the same values for all 3 in 4,000 range. The patient was programmed around the contact and the issue was resolved at this time. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.